Event description:
Related manufacturer reference number: 1627487-2022-05846. It was reported that both of the patient's extensions had migrated. As a result, the patient underwent a surgical procedure on (B)(6) 2022 during which the extensions were explanted and replaced. Effective therapy was reportedly restored post-operatively.

Manufacturer narrative:
Exact date of event is unknown.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.